Event description:
The complainant reported that during support of impella cp, the nurse called today regarding alarms, low placement signal and impella in ventricle. The impella depth was assessed with bedside and echo which confirmed it was deeper than the previous echo. The physician plans to stop by for repositioning later this afternoon. Later the impella is currently alarming in aorta. Echo at bedside with visualization of being shallow. Awaiting physician for reposition. The patient currently oozing from multiple locations. Heparin stopped. Per nurse, patient was turned around 1am and oozing and impella position alarms ensued. The pump was explanted the next day.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.